Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the pump powered on with no sound. The pump was opened and there was no intermittent condition found on the piezo. The piezo contacts were restored and the pump was fully functional with no errors, alarms or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that there was no sound but the vibratory feature worked properly. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.